Event description:
It was reported that the patient was experiencing an atrial flutter and it was suspected to be related to vns therapy. Follow up with the medical professional revealed the patient had an atrial flutter 2:1 and tachycardia about 130 beats per minute, or bpm. Ecgs were performed with the vns on, autostim off, and the vns disabled with no change in the readings. Further follow up with the medical professional revealed that they were unsure of the relation of the atrial flutter and vns, but that it was possible sympathetic rebound after stimulation. It was stated that no change in ECG was possible as the readings were taken in a short period of time and cardiac rhythm had no sufficient time to restore. It was reported that they were looking into long term side effects of aeds, but felt this was an unlikely cause. The patient's autostim mode was disabled upon observation of the atrial flutter. No additional relevant information has been received to date.